Manufacturer narrative:
The customer reported a missing low glucose alarm, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the app version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 11 with ios operating system version 25.0.1. The low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with the healthcare professional (hcp), however no further treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.